Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c124ee, serial/lot#: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and heli-fx endoanchors were implanted in a patient for the endovascular treatment of a 51mm abdominal aortic aneurysm. It was reported that approximately one month later thrombus was observed in the iliac limb of the endograft. The patient was treated with medication and the event is unresolved and continuing with treatment. The event was assessed by the investigator to be causally related to the procedure and the endograft.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: etlw1616c124ee, serial/lot#: (B)(4), ubd: 2021-01-08, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.